Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2849 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded coiled silver-colored metallic wire in one of the segments") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of sexually active, alcohol use (occasionally), augmentation mammoplasty, septoplasty, pregnancy (1), parity (1) and depressive disorder in 2020 and right lower quadrant pain. Previously administered products included: celexa [celecoxib] and gabapentin for allergy and sertraline hcl. The patient had a family history of breast cancer. As concurrent condition the report mentioned pelvic pain since 2020. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.538 kg/sqm. [Pathology test] on (B)(6) 2020: final diagnosis: (a) fallopian tube, right, salpingectomy: - unremarkable fallopian tube. (B) fallopian tube, left, salpingectomy: - unremarkable fallopian tube. Clinical information: right lower quadrant pain history of essure gross description: right fallopian tube:sectioning reveals an embedded coiled silver-colored metallic wire in one of the segments. Left fallopian tube: sectioning reveals an embedded coiled silver-colored metallic wire in the shorter segment. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. New event added (device embedded), relevant information ,medical history, lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2849 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.